Manufacturer narrative:
The initial evaluation has been completed. One opened bl5114 cassette was returned loosely packed and standing sideways in the tray with a bottle of balanced salt solution with tubes connected to the bottle. Also returned are two small plastic containers with orange lids each holding a micro coaxial sleeve, the needle wrench, and a needle in a small bag. All the contents were placed roughly in the large tray support cover bag. Visual inspection found the cassette and tubing dirty, used with wet solution. There were no visible imperfections on the cassette or lines. A visual inspection found a particulate in the plastic container with the sleeve. A microscopic inspection found the particulate with the appearance in color of gray and white with some black spots. The particulate feels solid when touched with the tweezers. The particulate will be sent to an independent lab for testing. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Event description:
The user facility in the (B)(6) reported particles found in phaco blue sleeve. The particle was in the patients eye, and manually removed via aspiration and use of forceps. There was no impact to the patient.

Manufacturer narrative:
The particles were microscopically examined, and measured using a camera equipped optical stereo microscope. One particle exhibited a fragile, blue appearance while the other exhibited a metallic appearance. The particles were also analyzed using an energy dispersive spectrometer (eds) equipped with a scanning electron microscope (sem). Eds analysis of the blue particle indicated that it consisted primarily of carbon, chlorine, and sodium. Lesser concentrations of oxygen, silicon, phosphorus, and magnesium were also detected. This is consistent with salt and organic material. Eds analysis of the metallic particle indicated that it consists primarily of titanium. Lesser concentrations of aluminum and vanadium were also detected. This is consistent with titanium alloy. We are unable to definitively identify the source of the particles.